Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump connector would not twist and lock when attaching to certain cartridges, though it could twist without a cartridge and intermittently worked with different cartridges after multiple rewinds and trials. Symptoms included no reported adverse clinical effects. Outcomes included replacement supplies shipped and successful attachment using an alternate cartridge after troubleshooting. Investigation included guided troubleshooting, verification with multiple connectors and cartridges, and assessment of component fit and function. Investigation of this case revealed intermittent inability to attach due to interaction between the connector and specific cartridges from a box, consistent with a device component fitment issue affecting the connector-cartridge interface; use of a cartridge from another lot resolved the issue. It was concluded, based on previously established findings for similar reports, that the cause was a component dimensional or tolerance interaction consistent with manufacturing variability.